Event description:
I use the dexcom g7 continuous glucose monitor and on three separate occasions the most recent (B)(6) 2025, the sensor has been defective. After placing sensor in my arm following all instructions, the sensor fails while warming up. Upon removal, the filament is no longer attached and embedded in my arm. I went to emergency room this time to prove filament is in arm. Dexcom states these occurrences are rare but I have had this happen on three separate occasions within 3 months and reported this to dexcom. I have visited urgent care and they did not know what to do. The general consensus is no one knows what to do, if this is harmful to keep in my arm and what any adverse affects there are. I want to know why so many issues and what untoward effects could happen as dexcom does not seem to know. I did notice the filament itself appears different. Maybe longer or thicker and this last box said manufactured in malaysia. I do not recall the other boxes stamped with origin. To monitor blood glucose. Patient code: 3165, 2687. Device code: 2588, 3023, 2907, 1212. Reference reports: mw5177723, mw5177725.